Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, lot# unknown, product type: screening device. The main component of the system. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient with an external neurostimulator (ens) for urge incontinence. The trial started on (B)(6) 2018. The patient reported that the lead wire dislodged, and it was hanging down. The patient was recommended to their clinician. No patient symptoms reported, and no further complications were reported.